Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation but no defects were noted and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak as a result of the patient line being disconnected from the patient catheter during treatment. Upon follow up with the patient's pd nurse it was determined the patient did not experience any adverse events as a result of this incident. The patient was prescribed antibiotics prophylactically.